Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump alarmed for call service 069, a language file corruption related alarm, while entering settings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 09/09/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged call service 087 issue was verified in the black box but not duplicated during the evaluation. Review of black box history found multiple cs087 alarms, a language file corruption related alarm. Using the returned caps, the pump powered and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without the reported call service alarm issues. Normal and audio bolus were completed and recorded correctly.